Event description:
The hcp reported pump failure and catheter kink-patient in withdrawals. The device was returned to the manufacturer for analysis. A follow up report will be sent when further information is received.